Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect analysis of lead fracture. The report of ¿causing pain or discomfort¿ was confirmed. Analysis of the returned lead a found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic analysis of the stimulation end segment did find a kink on the outer tubing where all internal wires were broken. These fractures are in close proximity and could have caused intermittent stimulation which could be misinterpreted as uncomfortable stimulation or an uncomfortable sensation. The report of ¿causing patient pain and discomfort¿ was not clarified in the report.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers: 1627487-2021-15265, 1627487-2021-15266. It was reported that the patient underwent surgical intervention wherein the system was explanted. The patient stated the device had stopped working and was causing them pain. Further information is currently unavailable.